Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event and patient information. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2020-22478. It was reported the patient plans to undergo surgical intervention for an unknown reason.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2020-22478. Additional information received revealed the patient's scs system was explanted due to ineffective therapy.

Manufacturer narrative:
Patient weight has been added. Patient & device codes have been updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.